Event description:
It was reported from (B)(6) that this patient was having electrical faults and would be assessed for the cause of the problem. The assessment was performed on (B)(6) 2015 in an operating room, for medical and clinical back up. After the assessment of the reported electrical fault condition, the service report states that a cleaning procedure was performed. The service report states there was "visible contamination" on the driveline. Total time off the pump for the patient was two minutes with three pump stops. The controller was exchanged at that time. It is stated that the performed service resolved the problem. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instruction for use states: wearing clean, dry, gloves, disconnect the driveline extension cable from the controller and the pump. Protect the connector from exposure to fluids. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. If the driveline connector contains any fluid, tissue or foreign material, thoroughly clean it with isopropyl alcohol and dry it with a clean cloth. Driveline cable remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The driveline was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported electrical fault alarm was confirmed via review of the controller log files, which revealed multiple "electrical fault" alarms on the date of the reported event. Inspection of the driveline connector revealed contamination; a driveline connector cleaning was performed in order to mitigate and remediate the conditions reported under the event. The patient has not experienced any similar events following the driveline connector cleaning procedure. There are no known clinical factors that could have contributed to this event. The most likely root cause of the electrical fault is contamination of the driveline connector. Electrical fault due to contamination is a known issue being investigated.